Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the biopsy channel has a small leak. The rubber glue is cracked. The image has one broken element. The user's report is confirmed: there is a dent in the insertion tube at 45cm. The scope connection is open and dry. The probe unit has a cut. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera ii ultrasound gastrovideoscope, it was found to have a dent on the insertion tube at 430-50cm. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the reported events could not be established. Based on the available information the following are possible contributing factors: some external force was applied to the distal end, which may have led to the detachment of the adhesive at the tip because it was noted the tip and acoustic lens were broken. In addition, about 1 year and 3 months have passed since the device was made. It is not clear whether it was affected by age related deterioration.